Event description:
It was reported that during a sleeve gastrectomy procedure, after having completely fired the first reload (green), the tissue (stomach, antrum) was cut but not stapled. The staples had piled up in a disorderly manner over the tissue, without closing properly. The surgeon tried using a second reload (green), but the result was just the same as the first one. The stapler was then replaced with a new one that worked properly and that was used to "resect" the tissue damaged by the first device, without causing any negative patient consequences. The gastric tubule was narrowed. No buttressing material was used.

Manufacturer narrative:
Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None before. Green after. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, they returned without intervention. Was there any difficulty removing the device from the tissue? Yes. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. About 1 cm of tissue damaged by the first device had to be cut out. Is there any other additional information you would like to share about this device or procedure? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Where there any changes in the patient's postoperative course as a result of the issue? How many strokes were completed in the first firing? Did bleeding occur? Were any staples present in the tissue? What was the tissue thickness? How is the patient currently? Is the patient expected to have a full recovery? The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired, a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.